Manufacturer narrative:
The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, instability, and femoral loosening or due to inclusion of the polyethylene in the packaging recall. Potential contributions of manufacturing, user, and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and product information were not provided.

Event description:
It was reported via legal documentation that a patient had a right total knee arthroplasty on (B)(6) 2013, and then experienced a revision surgical procedure on (B)(6) 2023, approximately 9 years, 8 months after initial implant. Revision operative report of 25-jul-2023- postoperative diagnosis: right knee failed total knee replacement. Right knee aseptic loosening femoral component. Right knee osteolysis. Patient was revised to competitor¿s devices. There was very extensive synovitis and a very thorough synovectomy of the joint was performed. The polyethylene liner was removed. There was noted to be wear of the liner with delamination. Next the femoral component was noted to be loose and it was removed. There was significant fibrous tissue beneath it with marked osteolysis. The patient was transferred to the recovery room in stable condition. The devices were not returned, there are no images provided. There is no other information available.

Manufacturer narrative:
H10. Pending investigation. There is no other information provided.